Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported unspecified tissue injury (no treatment) associated with the leaflet tear was due to challenging patient anatomy (thin leaflets). The reported off-label use (indication for use) was associated with the use of the mitraclip on the tricuspid valve. An in-service to address the off-label use will not be requested. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
This is field to report a tissue injury. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) grade 3-4. One clip was implanted with no reported issue, reducing mr to grade <1. The steerable guide catheter was then retracted from the left atrium to the right atrium to treat functional tricuspid regurgitation (tr) grade 4 with thin leaflets and severely dilated right atrium. During grasping of the septal leaflet, it was noted that the lateral leaflet had torn. The clip was removed, and the procedure was aborted with tr remained at grade 4. In the physician¿s opinion, the leaflet tear was due to patient¿s anatomy (thin leaflets). There was no intervention to address the torn leaflet. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.